Event description:
It was reported that during a rotational atherectomy procedure, the brake knob did not work. The 90% stenosed target lesion being treated was located in the severely calcified and non-tortuous proximal left anterior descending (lad) artery. A 1.25mm rotalink burr was advanced to the lad and successfully rotablated the lesion. The device was removed and during preparation for a second round of atherectomy it was noted that the brake button was not working. The procedure was completed with balloon angioplasty and stenting. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the complaint plus unit was carried out. No issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested. No speed was achieved. The brake defeat button was tested and no issue was noted. The guidewire did not move. The brake defeat feature was de-activated, and the guidewire could be removed from the device. No issue was noted with the brake of the returned advancer unit. The advancer unit was dismantled and a melted ultem was evident. Product analysis confirmed a melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device or during the procedure. Saline is used in the clinical setting to prevent a melted ultem and ensure the functional use of the device. The dfu states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure the brake knob did not work. The 90% stenosed target lesion being treated was located in the severely calcified and non-tortuous proximal left anterior descending (lad) artery. A 1.25mm rotalink burr was advanced to the lad and successfully rotablated the lesion. The device was removed and during preparation for a second round of atherectomy it was noted that the brake button was not working. The procedure was completed with balloon angioplasty and stenting. No patient complications were reported and the patient's status is stable.